Event description:
Healthcare professional reported left side ¿isolated cysts on both breasts. Left device intracapsular rupture suspected. No suspicious nodules. Benign axillary ganglions¿ and ¿left device folded and some periprosthetic liquid¿. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) seroma-late: unable to confirm as it is a medical event not related to the device. Crease folding of implant: not observed. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: brown particles observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "intracapsular rupture suspected. No suspicious nodules. Benign axillary ganglions¿ and ¿left device folded and some periprosthetic liquid¿. Healthcare professional additionally reported left side "isolated cysts", which are not device-related. Device has been explanted and replaced with non-allergan device.